Manufacturer narrative:
The investigation is ongoing. Results will be provided wit a separate follow-up-report.

Event description:
It was reported that the apollo posted a ventilator failure during use. There was no injury reported.

Event description:
It was reported that the apollo posted a ventilator failure during use. There was no injury reported.

Manufacturer narrative:
The electronic log file was available for invesitgation. The reported device failure could be reproduced by means of the information stored therein. The device has recognized a failure related to the motor position detection (encoder check error) and reacted in accordance with the specifications by generating a visible and audible alarm. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted. The field failure rate is subject to permanent monitoring by the responsible product quality board and is rated as acceptable.